Event description:
It was reported that the user experienced libre 3+ sensor errors and sensor unavailable notifications that led to loss of glucose data, after which the user paired a new sensor and resumed receiving readings; customer support provided education on potential causes and standard troubleshooting steps. Symptoms included no reported adverse clinical effects, and blood glucose was not affected. Outcomes included temporary interruption of sensor data without clinical impact. Investigation included review of device logs and technical support assessment. Investigation of this case revealed documented sensor errors and a period of sensor unavailability preceding sensor replacement. It was concluded that the event involved intermittent sensor signal or performance issues that resolved with sensor replacement and did not result in injury.